Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient started to feel intermittent zaps on the side of his head near the extension. No known factors were thought to have led or contributed to the issue. The patient had been bed ridden for some time because of pneumonia but denied any falls or impact to his deep brain stimulation (dbs) system. The patient continued to receive very good therapy control with his system. It was reported the patient always turned the device off at night to preserve battery life. The patient stated he seemed to still feel a sensation on the side of his head despite being turned off but not as strong as when it was on. The patient decided to shut of his device for a few days but still seemed to feel a slight sensation intermittently. The impedances were checked and within normal limits. The lead extension connection was also palpated and manipulated while running another impedance test and results were within normal limits. The patient was instructed to continue to use his dbs in the normal fashion and report back if it continued. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient had a medical history of essential tremor and pneumonia. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.